Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus and ended up in the hospital with diabetes ketoacidosis and high blood glucose of 253mg/dl; the customer was treated with an insulin drip. The battery was changed, but the device alarmed again. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime insulin pump during the prime test and the device alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the excessive no delivery test due to prime anomaly. However, the device passed the displacement and motor tests. A scratched case and cracked reservoir tube lip noted.